Event description:
Leica microsystems received a complaint regarding sub-optimal processing of tissue in 400-600 cassettes. The affected tissue was described by the complainant as "spongy". On (B)(6) 2012, leica microsystems received information from the complainant that a number (not specified) of the tissue samples exhibiting sub-optimal processing were not diagnosable. Leica microsystems has sought further detail from the complainant. Investigation of this complaint by leica microsystems is in progress.